Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Medical device problem code (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducial markers were placed transperineally. Magnetic resonance imaging (MRI) was performed post procedure and it showed a rectal wall infiltration. There were no patient complications reported as a result of this event. Patient condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducial markers were placed transperineally, the procedure was performed under general anesthesia. Magnetic resonance imaging (MRI) was performed post procedure and it showed a rectal wall infiltration. There were no patient complications reported as a result of this event. Patient condition was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Correction on the following tab. Block b5:describe event or problem.